Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app being corrupted occurred, however it was unknown whether there was an alert or message. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.